Manufacturer narrative:
(B)(4). Batch # m5275k. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a prolapse procedure, once closed, (with lever in green zone), the stapler didn't complete its cycle. The keeping of lever was felt to be too tough. The instrumentalist opened the jaws, and some clips were already closed so that it was not possible to remove the device and to use another new one. The instrumentalists, at the second closure maneuver complete the cycle and cut the prolapse. When he extracted the device, he detected that the suture was not complete on the inferior side and some clips were open. It was necessary for a manual suture. There were no adverse consequences for the patient reported.